Event description:
The hcp reports that the pt is a healthcare worker who has been diagnosed with multiresistant staphlococcus aurea in the past. She had been seen by an infection disease spec. Prior to implant. However, the pt developed redness, drainage, and pain at the incisional wound site where the interstim neurostimulator had been implanted. Cultures of the device pocket were positive for e coli, stapyylococcus and enterobacterium. The pt has been treated with IV antibiotics and the device system explanted.

Manufacturer narrative:
To date, the device has not been returned to medtronic inc. For evaluation. If the device is returned, or further information received, a follow-up medwatch report will be sent.